Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial lead perforated patient¿s heart wall. Event was confirmed via echocardiogram. Along with the data from the device interrogation. Decrease on p wave amplitude. No atrial threshold due to atrial fibrillation. Evidence suggests that event was attributed to patient anatomy. The patient had pericardial effusion. A surgical procedure was performed wherein this lead was explanted and replaced. Pericardial synthesis was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.